Event description:
Additional information received reporting that the marker that was missing from the solitaire could not be located at all - in packaging or within the patient. The stent was replaced with a new solitaire stent to complete the procedure. The patient had no symptoms following the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire was missing the imaging point at the tip. The patient was undergoing surgery for treatment of ischemic stroke of the left middle cerebral artery m1 occlusion with normal vessel tortuosity. The mrs basline: 0; mrs post-procedure: 2; nihss baseline: 13; nihss post-procedure: 6; tici baseline: 0; tici post-procedure: 3. It was reported that all devices were prepared as per the instructions for use (IFU). After delivery of the solitaire, the surgeon found that the imaging point failed to open when the stent was deployed to remove the thrombus. The stent was retrieved and it was found that the stent lacked the imaging point at the tip. No resistance was encountered during the procedure. No patient harm/injury was reported as a result of the event. Ancillary devices include a termao 6f sheath, rebar 18 microcatheter, stryker guidewire.

Manufacturer narrative:
The solitaire fr stent device was returned without the introducer sheath. No bends or kinks were found with the pushwire. The marker coil was found to be pulled back from the tack weld. Inspection of the remainder of the marker coil, apart from the observed damage, revealed no other damage or irregularities. Visual inspection of the detachment zone revealed no irregularities. The proximal marker was found to be intact. The stent was found to be still attached to the pushwire. The stent non-working and working length struts were in good condition. The stent inner finger marker was found to be damaged; the remaining two of the stent distal finger markers appeared to be broken off and missing. When compared to the product drawing, the inner middle and outer finger markers were found to be missing. The missing stent distal finger markers were not returned. The location of the missing stent distal finger markers is not known at this time. The stent was sent out for sem (scanning electron microscopy) analysis. Per the sem analysis report, the strut broken end labeled as ¿a¿ width was measured to be 62.2¿m and the thickness was measured to be 60.1¿m (reference: 0.10 ± 0.02mm) which is within specification (specification: 47.5-80.0¿m for non-working length strut wall thickness). The strut broken end labeled as ¿b¿ width was measured to be 65.3¿m and the thickness was measured to be 60.6¿m (reference: 0.06 ± 0.02mm) and the thickness was measured to be within specification (specification: 47.5-80.0¿m for non-working length strut wall thickness). Per the sem (scanning electron microscopy) analysis, the broken strut end labeled ¿a¿ and ¿b¿ ¿features observed indicate failures due to tool snipping.¿ the broken strut end labeled ¿c¿ ¿wire failed via tensile overload¿. The broken strut end labeled ¿d¿ ¿wire failed via shearing overload¿. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿marker separation from stent¿ was confirmed as two of the stent distal finger markers were found to be broken and missing. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.